Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected intermittent undersensing. The rv lead remain sin use. No patient complications have been reported as a result of this event.